Manufacturer narrative:
This remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holders, the serial number was missing on the main board, and the right plunger case and the bottom case were cracked. A review of the event history log (ehl) identified motor rate error. During the functional testing was able to duplicate the reported issue. A combination of worm coupling, lead screw and clutch halves no longer operate properly as a result of normal wear. The root cause of the issue was due to normal wear as the pump was over 6 years old. Replaced worm coupling, lead screw and clutch halves. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump failed the drive train test during preventative maintenance. The issue occurred during maintenance, there was no patient involvement.